Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was difficulty when passing the instrument through the tubing. The nozzle and tube were clogged by tissue adhesive, the insertion section had wrinkling present, and the light guide tube was worn. Additionally, no image was found during testing. It was also noted that the tubing had a leak present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera gastointestinal videoscope¿s tube was found scratched with tissue adhesive still present during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: tissue glue was injected via an accessory during the case. Mishandling of the accessory when the user withdraws it, resulting in tissue glue in the forceps channel. Tissue glue stuck and left in the forceps channel. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.